Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging internal and external battery will not charge. The customer states that they tried switching charging cables and batteries, but there was no change. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging internal and external battery will not charge. The customer states that they tried switching charging cables and batteries, but there was no change. The device was not in patient use. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed that a ventilator service required code was observed in the error log related to the internal battery issue. The device was return unrepaired to the customer.